Manufacturer narrative:
Additional information: g3, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the suction valves with the cap could not rotate properly. It was reported that after the customer opened the package and connected the negative pressure suction line, the negative pressure suction button could not be pressed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ty-care¿s instructions for use show the correct position of the suction valve cap in order to close and open it properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pli-20: 444sp02012, 444sp02012 12ch adt ty-care exel x10, (lot #21d1272fax) pli-30: 444sp02012, 444sp02012 12ch adt ty-care exel x10, (lot #21d1272fax). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the customer opened the package and connected the negative pressure suction line, the negative pressure suction button could not be pressed. This problem had not occurred during previous use. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the three suction valves with the cap could not rotate properly.